Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited non-sustained right ventricular oversensing. On (B)(6) 2017, the lead was capped and replaced. The patient was in stable condition prior, during, and post operation.